Event description:
Boston scientific received information that there was noise noted on the right ventricular (rv) lead that was being oversensed as non-sustained ventricular tachycardia (nsvt). A review of the electrograms noted that there was noise noted on all three channels. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance. The ts consultant provided some troubleshooting methods to help determine the source of the noise. The noise could not be reproduced during testing and it is unknown if the was exposed to any environmental electromagnetic interference (emi). The rv lead remained implanted and in service. Two years later, a high out of range pacing impedance measurement was detected on this cardiac resynchronization therapy defibrillator (crt-d) . No adverse patient effects were reported. The field representative discussed the case with the healthcare professional and the high out of range pacing impedance measurement was an isolated measurement. There was a slight variation of the pacing threshold measurement but no other changes in the lead measurements were noted and there has not been any further noise and oversensing on this lead. The hcp also reported that the lead is still able to sense and provide pacing. No revisions are planned. The lead and crt-d remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.